Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was inaccuracy between the dose delivered and the dose recorded in the logbook by at least 0.5 to 2.0 units. During troubleshooting, customer was advised to remove the cartridge holder and dispense 5 units 3 times. Customer stated the difference between the dose intended and the dose logged was 1.0 unit. No harm requiring medical intervention was reported. The device is expected to return for analysis.